Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported this cns device would not boot in the cns software. Device features raid set-up. When customer swapped the position of the two available hard drives, the issue was resolved. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. The reported issue was caused by primary hard drive being corrupted. The root cause is unknown. The raid feature was designed for when one hard drive failed, the other is used as backup. Device was put into service on 1/19/2014. Service history shows this is an isolated incident.

Event description:
It was reported that the central nurse's station (cns) failed during use and will not boot back up into application. No consequence or impact to the patients were reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) failed during use and will not boot back up into application. No consequence or impact to the patients were reported. During troubleshooting, nihon kohden tech support swapped the backup drive into the primary slot and left the old primary out of the cns. The cns was able to boot back up into application. Recommended that the customer to replace the backup drive with a blank drive. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) failed during use and will not boot back up into application. No consequence or impact to the patients were reported.